Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the patient reported an incorrect connection during prime which resulted in the leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the patient line during priming. The patient was connected. The patient did not connect correctly during prime, resulting in a leak. The patient stated that the connection of the patient line had lost some liquids. The patient restarted the therapy with the new material without any problem. There was no patient injury or medical intervention associated with this event. No additional information is available.